Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the prostyle was prepared on a sterile table by flushing the side port with saline and it was clearly visible as saline came out of the marker port. Immediately after, the physician brought the prostyle down through the access which he had dilated up with a 7fr introducer. When the prostyle was down in the vessel, no blood came up through the side port. The prostyle was taken up so that the distal guide was above the skin and an attempt was made to flush the side port again. However, it still failed to flush. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to an 18f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. The nurse tried to flush the side port again with force when the prostyle was on the sterile table and it was still not possible. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was submitted to fourier transform infrared spectroscopy (ftir) for further analysis. The results noted the opaque crispy material inside the polyamide tubing resembled loctite. The unknown material could be a type of adhesive. The reported difficulty was concluded to be related to a potential product quality issue due to glue observed in the marker lumen port / polyimide. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatments appear to be related to circumstances of the procedure.